Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unable to verify unexpected battery power loss due to display anomaly.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.